Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a syncopal episodes. While in the hospital six seconds of asystole was noted. A magnet was put over the device and normal capture was restored. When the field representative removed the magnet to check the device all lead parameters appeared normal, besides a slight elevation in the pacing thresholds. The right ventricular (rv) lead output was increased to ensure capture. The device continued to function normally after reprogramming. A follow up was scheduled. A lead replacement was performed. Prior to the procedure the field representative noted no loss of capture. The lead was replaced and surgically abandoned while the device was also replaced and explanted. The device will not be returned.